Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had reportedly banged his head on the site of the implant and after the swelling went down in situ testing showed affected channels. The user will wear the device for the next few weeks so the parents can try to figure out if the user still has benefit with the device.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Currently the device remains implanted.

Event description:
The user had reportedly banged his head on the site of the implant and after the swelling went down in situ testing showed affected channels. It was agreed that no changes should be made to the internal device for now, the user will return in 6 months for follow up.